Event description:
It was reported a thrombus was noted. During a watchman procedure, a versacross connect laac kit was selected for use. No thrombus noted prior to insertion of rf wire. The versacross rf wire was advanced in the right atrium. A thrombus was noted on the rf wire on transesophageal echocardiogram (tee) when right sided before transseptal. The thrombus was aspirated out of body, visualized on cloth of back table and it was confirmed it is no longer seen on tee. The procedure was continued without any further complication along with same rf wire after aspirating thrombus from wire, and patient remained stable. No damage noted. Heparin was administered before tsp. They were discharged as expected. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.